Event description:
According to the reporter, after 30 minutes of surgical procedure, the generator turned on the red light at the time of sealing the tissue, the batteries and generator were replaced for 2 times but without success, the defect occurred at the time of sealing and cutting scissors. A new handpiece with the same generator / battery was used and worked fine. There was the need to exchange the material. There was no patient injury. Medtronic's initial evaluation of the incident device found that device revealed that the tip of the waveguide had fractured and disengaged. The broken piece was returned.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was found to be broken. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. 1717344-2021-01514 if information is provided in the future, a supplemental report will be issued.